Manufacturer narrative:
According to the report, the sologrip iii handpiece fired a few channels and then stopped working. The handpiece was returned and evaluated visually as well as with a hene laser on (B)(4) 2013. When connected to the hene laser, laser energy was emitted from the thumbslide window, and not from the distal tip of the fiber bundle, indicating damage within the handpiece. The handpiece was opened for further evaluation. It was evident that the multifilament fiber had been damaged within the handpiece. The observed damage is indicative of user mishandling. The cause of the damage observed is most likely from bending the strain relief tubing while moving the thumbslide, resulting in restriction of the fiber and buckling of the fiber within the handpiece. When the laser is pulsed it produces extreme heat which can result in breakage of the fiber bundle at points of strain. A handpiece redesign was performed in response to the number of complaints due to similar user errors. Initial information did not indicate sparking, burning, charring, smoking, or any other event that would require a medwatch report. However, after receipt and evaluation of the handpiece, it was determined that a medwatch report was appropriate.

Event description:
According to the report, the handpiece would fire and then stop working after a few channels.